Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and epigastric discomfort. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Dysphagia and epigastric discomfort was reported as of (B)(6) 2013. Diagnostic endoscopy on (B)(6) 2013 revealed beads (titanium encased magnets) to be visible in the esophagus. The linx device was found intact. Endoscopic removal of four beads internal to the esophagus occurred (B)(6) 2013. The remaining device remains implanted, but is planned t o be removed in (B)(6) 2013. The patient is recovering without complication (swallowing normally and without pain).